Manufacturer narrative:
An event regarding a "failed right-side neck and head taper" and metallosis (altr) involving a metal femoral head was reported. A medical review and mar confirmed disassociation. Metallosis (altr) was not confirmed. Visual inspection was performed as part of the material analysis report (mar). "Scratches were observed on the surfaces of the head. Damage was also observed on the taper of the head, likely from interacting with the trunnion of the accolade stem." Damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. No root cause of the loss of taper lock could be determined. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a medical review was performed however the root cause of failure could not be established based on the available information. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. A material analysis was performed and concluded that "no material or manufacturing defects were observed on the surfaces examined." Additional information however including operative reports, pathology reports, progress notes and serial x-rays are needed to fully investigate the event. No further investigation is required at this time. If further information becomes available this investigation will be re-opened.

Event description:
Revision surgery for a failed right-side neck and head taper. Head and stem were no longer connected. Patient had metallosis. All components were replaced: an accolade stem and a 36mm cobalt chrome head with unknown item and lot numbers. There was no delay in surgery. X-rays are available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision surgery for a failed right-side neck and head taper. Head and stem were no longer connected. Patient had metallosis. All components were replaced: an accolade stem and a 36mm cobalt chrome head with unknown item and lot numbers. There was no delay in surgery. X-rays are available.